Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign materials were not identified from the provided information. Since the user conducted reprocessing in accordance with instructions for use or not was unknown, the cause of the foreign material remaining in the device was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the light guide insertion tube and the surface of switch no.1 had foreign matter. There was no patient involvement.